Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar maryland forceps. Two images were received for evaluation. One image depicted the distal end of a bipolar maryland forceps. It can be seen that part of the white plastic pulley is damaged, the puck is out of position and the blue energy cable is bulging but not disengaged. One image depicted the housing of a bipolar maryland forceps showing a serial number that matched what was reported. Further evaluation of the reported bipolar maryland forceps is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in the final vigilance report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the perisplenic artery dissection for a robotic laparoscopic distal pancreatectomy procedure, the blue wire of the bipolar maryland forceps broke and an instrument error occurred. The broken bipolar maryland forceps was removed following the broken instrument procedure and replaced with a new one. This was the third procedure that the bipolar maryland forceps had been used in. There was a delay of approximately three minutes. There was no patient injury.